Event description:
Attempted to set up pump with emergency vasopressin drip for persistent hypotension, but pump read "battery low." It was plugged into a red outlet immediately, but the pump started to alarm "battery depleted." At this point it was not taking a charge on any red outlet. Pump removed from system. Versed drip held in order to start vasopressin.